Event description:
Ous MDR - after an implantation period of approx. 48 months, oversensing without shocks was reported. Furthermore fluctuating impedance values have been observed for a while. The lead was explanted, but not yet returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of abrasion along the lead fragments. In particular 14.5 cm distal to the is1 connector pin the insulation was found rubbed through. This damage can be considered as the root cause of noise and fluctuating pacing impedances as reported in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant interaction with another implantable device such as a nearby lead or the generator housing. Diagnostic images clarifying this assumption were not available. The analysis did not reveal any sign of a material or manufacturing problem.